Event description:
Pt was having a transurethral resection of a bladder tumor, was supine on table with both legs supported with stirrups. (Lithotomy position). At the end of the surgery, as the rn was taking the patient out of the stirrups, when the stirrup was lowered (while holding the stirrup boot), they heard a "snap" and the screw that holds the stirrup to the hydraulic lift, had broken. The patient's leg was supported at all times, and there was no injury or harm. After this incident, we found that we have no idea how old this device is, and it has had no preventative maintenance that we know of. We are going to remedy this, but the manufacturer booklet does not make any recommendations for preventative maintenance, although it indicates a 5 year life expectancy of the device. We would like schuremed to provide us with some recommendations.